Manufacturer narrative:
Update to e1: customer telephone number.

Event description:
According to the facility, "when the hand injection syringe was screwed onto the luer lock connection on the transducer, the hand injection syringe would unwind itself from the transducer, connection point not secure."

Manufacturer narrative:
According to the facility, "when the hand injection syringe was screwed onto the luer lock connection on the transducer, the hand injection syringe would unwind itself from the transducer, connection point not secure." Per the facility, the faulty device was detected before use on patient. Only a procedural delay reported due to need to set up a second set. No additional information at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.